Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm and the length from the non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 11.5 cm. Vessel morphology was reported to be very tortuous with moderate calcification. Aneurysm morphology is unknown. It was reported that the physician used an "up and over" guidewire technique to cannulate the contralateral leg. When the guidewire was snared on the contralateral side, it was reported that the physician accidentally pulled the guidewire down hard and pulled down the bifurcated stent graft. An aortic extender cuff was implanted to ensure an adequate seal. The internal iliac arteries were naturally occluded before the procedure, so there was no concern about occluding them with the distal end of the stent graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.